Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6012465 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed ¿no disposable¿ and was turned off prior to the call. Per reporter, the pump was powered back on, but the no disposable alarm persisted. The stop/start button was pressed to silence the pump, but the double beep continued. Settings were reviewed, tubing clamps and the cassette were removed, and air bubbles were found in the tubing. Troubleshooting was unsuccessful. The pump had run until the last 2+ hours, with only 5.3 mls left and was running at 2 ml/hr. A new pump was hooked up when the patient came in at noon, and it should have finished by 1 pm, so the patient finished a little early. No patient harm/adverse event reported.